Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation and shortness of breath from the tightness of the lifevest equipment. Patient described the area as itchy and painful, with red raised bumps. There was no alleged device malfunction contributing to the irritation. It was reported that the patient is a registered nurse and has been treating the irritation with oral benadryl and hydrocortisone. Follow up indicated that the skin irritation improved.